Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements. Surgical intervention was performed and during an attempt to replace the lead, the physician experiencing difficulty removing the rv lead from the heart as the helix would not retract properly. It was eventually decided to abandon the lead and it remains in situ in the patient. A new rv lead was implanted successfully. No additional adverse patient effects were reported.